Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a highest blood glucose of 337 mg/dl and no reported symptoms, during troubleshooting of the infusion line and tubing while using a steel infusion set; the user sought guidance to change tubing and subsequently resumed insulin delivery without device alerts or alarms. Symptoms included no clinical manifestations. Outcomes included no reported medical intervention, no hospitalization, and resolution after tubing replacement and continuation of insulin delivery. Investigation included customer care troubleshooting and user education focused on infusion set and tubing replacement. Investigation of this case revealed that the specific cause of hyperglycemia remained unclear, with no device malfunction reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.